Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no damage observed to lens seal. The pump powers on with display remaining blank. A leak test reveals leak at battery compartment. Pump opened and moisture damage found throughout pump. When a test display screen was used the display remained blank. Blank display due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.